Manufacturer narrative:
(B)(6).

Event description:
The consumer reported that the battery site was hurting. The patient had started exercising a month ago and stated that the pain maybe due to weather change. The patient stated the site was not red or swollen. Further information received from the consumer reported that steps taken to resolve the pain included having the stimulator checked out to make sure it was working right. The patient reported their prescription was changed and they had a script for some cream to put on the spot where the battery was, but they didn't get the cream. The patient stated they were told the battery box may have shifted since they lost weight and to wait to do anything until they reach their goal weight. The indication for use was spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported on (B)(6) 2018 by the consumer that the patient met their hcp on (B)(6) 2018 and were about to have the implantable neurostimulator (ins) removed because the patient had a lot of ins site pain started the last months (in 2018) that had gradually been getting worse without a known trauma. The ins site was puffy. The patient had been keeping them up at night. The patient had not used the device in months because they did not like the stimulation sensation and it made them sick. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the consumer noted that they would be meeting with the hcp on 2018-(B)(6) to have the device explanted. The hcp mentioned getting a new ins but the patient had not decided yet. It was reported again that the ins site was puffy. The consumer noted that the had been taking a pain medication for along time and it had not helped them. No further complications were reported.